Event description:
It has been reported to philips that the system did not boot up successfully, as it would get stuck when the counter reached 00:00. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system was not able to start up. A review of system log files showed malfunctioning of the flexvision pc. As a part of troubleshooting, the circuit breaker in the m cabinet was turned off/on and then turned the power off/on (the second time), and it started normally, and the system was working fine. Because the system worked properly after shutting down and restart, the customer didn¿t ask philips to perform corrective maintenance action at the point of time. Later this issue reoccurred and fse replaced the fru flex-pc hd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.